Event description:
It was reported that an edwards' aortic bioprosthetic valve was explanted after an implant duration of approximately 6 years, due to severe prosthetic valve stenosis. Operative findings indicate the valve was extremely degenerated, it had deposition of fat and calcium. Operative description indicates the valve was very difficult to remove, there was a tremendous amount of inflammation related to this valve and to its relationship to the aorta. After procedure, the patient was easily weaned from cardio pulmonary bypass, and was taken to the intensive care unit in stable condition.

Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: as received, leaflet 1 and 2 exhibited 3-5mm tears along the attachment at commissure 2 and the wireform was exposed at commissure 2, due to cuts in the sewing fabric. A tear through the entire thickness of the tissue, was also noted along the attachment of leaflet 1 at commissure 1. The tear measured to approximately 5mm. Thickened and swollen tissue were noted in the region of the tear. The valve also exhibited heavy calcification in the cusp area of all three leaflets, as seen in the x-ray. At the free margin of leaflet 1, moderate calcification was detected. Host tissue overgrowth was noted onto the free margin of leaflet 1 outflow aspect by approximately 3mm. Host tissue is minimal to moderate at the stent inflow. Additional manufacturer narrative: device evaluation indicates both calcific and non-calcific (thickening) tissue degeneration as the primary causes of reported stenosis leading to the explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Non-calcific bioprosthetic tissue degeneration is a chronic event with large variability among the recipients. The mechanism of non-calcific tissue degeneration is not fully understood. Considering that tissue degeneration is generally co-localized with the high stress zone on the bioprosthesis, it is possible that both operational mechanical stress and biological factors such as infiltration of pro-inflammatory cells, mononuclear cells or macrophages, may play important roles in leaflet tissue degeneration. However, the time course and involvement of other factors during the early stage of this chronic tissue degenerative process remain unknown. There has been no information to suggest a device quality deficiency during manufacturing which may have caused or contributed to this event.

Manufacturer narrative:
Evaluation: method = device requested, but not yet returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject device has not been returned to edwards yet, a biokit was mailed to the initial reporter for its return. Bioprosthetic valve stenosis can be due to multiple factors (e.g. Calcification, host tissue...etc); without device evaluation, the root cause of this explant could not be confirmed. There has been no information to suggest a device quality deficiency during the manufacture of this device that may have caused or contributed to this event.